Event description:
It was reported that the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty gib board. System operates as intended.